Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us leaked during use. The following was reported by the initial reporter: "it was reported that needles were missing and medication leaked from pen needle. Verbatim: from phone call on (B)(6) 2020 15:59:41: returned consumer's phone call to follow up and obtain additional product complaint information. Consumer reported finding pen needles with no needle at all. Stated this has happened with her current box but also previous boxes. Stated last night during her injection one pen needle sprayed medication all over the place instead of going into her stomach. Consumer also provided demographic information." Email received¿(B)(6) 2020 15:31:59 good afternoon, xxxxxxxx xxxxxxxx left a voicemail for product complaints stating that she has had multiple faulty bd nano pen needles that have no needle. She states she is on the second generation of this product and she is inquiring on replacements because is on a fixed income. She did no mention any other information in the voicemail. If you could please contact her as soon as possible, it would be much appreciated. Thank you!"

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us leaked during use. The following was reported by the initial reporter: "it was reported that needles were missing and medication leaked from pen needle. Verbatim: from phone call on (B)(6) 2020 returned consumer's phone call to follow up and obtain additional product complaint information. Consumer reported finding pen needles with no needle at all. Stated this has happened with her current box but also previous boxes. Stated last night during her injection one pen needle sprayed medication all over the place instead of going into her stomach. Consumer also provided demographic information." Email received¿2020-10-21 15:31:59 good afternoon, xxxxxxxx xxxxxxxx left a voicemail for product complaints stating that she has had multiple faulty bd nano pen needles that have no needle. She states she is on the second generation of this product and she is inquiring on replacements because is on a fixed income. She did no mention any other information in the voicemail. If you could please contact her as soon as possible, it would be much appreciated. Thank you!"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 11/18/2020 h.6. Investigation: a complaint history check was performed and this is the 1st. Related complaint for needle missing and 2nd. Related complaint for leakage on lot # 9184145. Customer returned three (3) unused 32gx4mm bd pen needles from lot 9184145. No samples from an unknown lot number were returned, therefore, the alleged issue could not be confirmed. Consumer reported that needles were missing and medication leaked from pen needle. All 3 returned pen needles were examined, then tested for flow using a test pen injector: all 3 were able to expel properly. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.